Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the generator displayed an e433 error. The reported issue was observed prior to the procedure. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was no returned to olympus for inspection, however, through technical assistance (troubleshooting) the reported failure for the generator device was not confirmed. Based on the results of the investigation, a root cause could not be identified. Olympus will continue to monitor the field performance of this device.